Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) 2013 (B)(6). (B)(4).

Event description:
It was reported that there was a lead warning at interrogation for low impedance on the right ventricular (rv) lead. Unipolar impedance was higher than bipolar. The lead was reprogrammed to unipolar and is still in use. No patient complications have been reported as a result of this event.